Event description:
Customer used gel pack for heat therapy on her upper back. This is the first time the customer has used the product since purchasing it. She states she had it for long time, but did not specify how long ago the product was purchased. She states she followed the product instructions. After applying the pack for 10-20 minutes on her upper back, she noticed it had leaked through tea towel (she had wrapped the pack in), bed sheets and clothing and no more liquid was left inside pack. She wiped it and let it air dry and went to bed. She wiped it and let it air dry and went to bed. The next morning she woke up fine, but that evening, starting feeling itchy, burning sensation on her upper back, under her arm, on top of her arm and on her breast. On (B)(6), she called info (B)(6) and was advised to call a poison center. They told her she probably had a chemical burn and advised her to go to emergency. For 10-11 days she couldn't have anything touch her skin. She is prescribed to use an anti-inflammatory and anti-itch cream, 2-3 times per day.

Manufacturer narrative:
Product is labeled. Caution: for hot or cold use - individuals with problems in sensing heat or cold should use extreme caution with this product. Check for leaks before use. Throw away if leaking. For external use only. Adult supervision is recommended when using on children. Use with cover or wrap in cloth for insulation. Talk to your doctor if you have questions about the injury or if swelling or pain persists. Do not lie on top of pack, as it could cause pack to break. To avoid burns - do not overheat pack. Check temperature before use. Do not use heat therapy with external pain killing products. Microwave heating - lay pack flat in the microwave oven on a paper towel or paper plate. Heat at full power for 20 seconds. If pack expands like a balloon: stop heating. Pack is too hot. Let pack cool. Check for leaks. Remove pack carefully from microwave oven and knead to distribute heat evenly. Check for desired temperature (see applying hot pack to skin). To reheat, place pack back in microwave for 15 second intervals until desired temperature is reached. Knead pack again to distribute heat. Applying hot pack to skin - check for leaks. Insert pack in cover or wrap in cloth. Check for desired temperature by carefully placing covered pack against forearm. If too hot, let cool. When comfortable, apply to desired area. Remove pack if it becomes uncomfortable.